Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The wearable sensor was inserted into the arm. The date of event is an approximation. On (B)(6) 2024, it was reported that the patient reported having low blood sugar but could not confirm if the reading was inaccurate. She was in diabetic coma and brought to the hospital because of this. The patient could not confirm if she had inaccurate readings on her cgm mobile device during the low blood sugar incident. All she remembered was that due to her low sugar, she was brought to the hospital. She does not recall experiencing any symptoms at the time of the incident, cannot remember any cgm values nor bg, and according to the complaint documentation, was not given any medication. However, she confirmed that she stayed at the hospital for 2-3 days. She was okay during the report. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.